Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This event occurred in (B)(4).

Manufacturer narrative:
Conclusion: product did not contribute to event. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the returned product.(B)(4).

Event description:
Allegedly due to cup loosening the surgeon removed the neck in order to obtain better view of the acetabulum.